Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high/undefined pacing impedances, oversensing on the vf (ventricular fibrillation) zone, and that a fracture is visible on the fluoroscopy. It was noted that the fracture probably happened at the fixation site. The rv lead was programmed off. No patient complications have been reported as a result of this event.